Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Therefore, the device output was not increased when the patient's thresholds increased. As a result, the patient went in bradycardia and then in vf.

Event description:
It was reported the patient was previously hospitalized and being treated for an endocarditis infection. During the hospitalization, a nurse found the patient lying on the floor of his room gasping. The patient's rhythm, taken manually, had fallen to 20 bpm. The patient's pulse quickly faded and the patient went into ventricular fibrillation (vf). CPR was initiated. Once the patient was stabilized, the patient received a temporary pacing system due to pacing dependency. The device interrogation was performed shortly after. The interrogation suggested the device was not capturing. The threshold was 2.25v, while the output had been programmed to only 2.0v. The pacemaker was reprogrammed, setting the output to 6.0v. The physician suspected the loss of capture, was caused by the capture management feature. According to the physician, the feature did not take the measurements daily.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): performance data collected from the device was analyzed, and no anomalies were found. The device did not capture any evidence of high thresholds. Therefore, the device output was not increased when the patient's thresholds increased. As a result, the patient went in bradycardia and then in vf.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): performance data collected from the device was analyzed, and no anomalies were found. The device did not capture any evidence of high thresholds. The device was analyzed and no anomalies were found. Event description cont'd: therefore, the device output was not increased when the patient's thresholds increased. As a result, the patient went in bradycardia and then in vf. It was additionally reported that the patient had cardiac arrest. The device was explanted.